Event description:
It was reported that the cast cutter gets warm to the touch. This was noticed when the device was at the MFR for service. There was no pt involvement or adverse consequences related to this event.

Manufacturer narrative:
The device evaluated by the MFR and the bearings on the device were very worn causing the device to run hotter. The bearings were replaced and the cast cutter was returned to the customer.